Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verified touchscreen had no function. Examined cables and connectors. It was determined that the touchscreen needs replacement. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that the device had a touchscreen failure. It was noted that he could not proceed with field change implementation due to the touchscreen not calibrating. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - the investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #:(B)(6).